Event description:
It was reported that the arctic sun device was not cooling and would like to have it sent in for it 2000 preventive maintenance to address pumps and heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the commanded tank temperature of 4 degrees c could not be reached in several successful minute records even though the chiller temp was 4 degrees c and the mixing pump was on 100%. Serviced the mixing pump. The manifold tube was inserted properly during assessment and there was plenty of manifold flow. Serviced the circulation pump. Replaced heater and replaced both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. It is unknown if there was patient involvement. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling and would like to have it sent in for it 2000 preventive maintenance to address pumps and heater. Per sample evaluation results on (B)(6) 2023, it was reported that the decontamination tech stated manifold double bend tube out of tank causing no flow. Observed zero bypass flow during assessment testing. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour preventive maintenance procedure on the device.